Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to do a bolus wizard but it was going crazy and blinking motor error on the insulin pump. Customer stated that she also got a no delivery alarm during the bolus. After the customer resumed, she received the motor error alarm. Customer's blood glucose was 463 mg/dl at the time of the incident. Customer was assisted in clearing the alarm and the rewind was completed. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. The bolus wizard functioned properly per bolus wizard sample in the user guide. The currents are within specifications. No e70 alarm on alarm history screen. No blinking anomaly noted. The insulin pump was received with minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.